Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing¿high¿blood¿glucose and the sensor needle was broken. ¿blood¿glucose¿level at the time of the incident was ¿415¿mg/dl. The customer stated that the sensor was retracted and the needle was broken after removal. The customer did not receive medical treatment as a result of the needle fracturing while still in the body. Customer was not using auto mode at the time of incidence. The insulin pump and sensor will not be returned for analysis.